Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung lobectomy, when the surgeon used the stapler and reload to catch the lung tissue, it was found that the device could not fire. The green button was able to press but could not squeeze the handle so the surgeon asked to change the handle to complete the case. There was no patient injury.